Manufacturer narrative:
Medical devices continued: addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture and high impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.